Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/apr/2012 and 19/oct/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump/nodule, neurological symptoms, and cancer" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants possibly leaking."

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area" being diagnosed with a "neurological disease" and "brain cancer." Patient then reported "implants possibly leaking." Patient additionally reported "dropped weight;" this event is not related to the device. Device remains implanted. This record is for the left side.